Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: according to the complaint report, the 12-month follow-up demonstrated 6 filter legs with a grade 1 interaction, 2 filter legs with grade 2 interaction, and one filter leg with grade 3 interaction with the ivc wall, furthermore, analysis noted "3 struts of filter not seen". Imaging review confirms different degrees of perforation of ivc; two grade 1, one grade 2, and one grade 3 interaction. The latter abuts the wall of aorta. Three secondary legs are not visualized; however there is no evidence of fracture or embolization of these absent legs. Rather, two primary filter legs appears slightly thicker and more dense compared to the remaining two primary filter legs, suggesting that the secondary legs are intimately associated with the primary legs in these regions resulting in this appearance. Furthermore, there is significant tilt present and the filter hook abuts the ivc wall. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2015, during the index procedure, the patient had a celect® filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 23 mm. The ivc had no anomaly or thrombus prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported by the site as < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed a suboptimal exam due to no fiduciary or marking catheter. No ivc anomaly or thrombus was present. The filter was placed in the ivc infrarenal site. The ivc diameter at the filter location was not assessable. There was no evidence of filter deformation or migration. Filter tilt was 0.3 degrees in the ap view. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. On (B)(6) 2016 (372 days post-procedure), the patient underwent a 12-month follow-up abdominal and pelvis CT scan. There was no evidence of filter embolization. Filter tilt was not assessable. There were 6 filter legs with a grade 1 interaction with the ivc wall. There were 2 filter legs with a grade 2 interaction with the ivc wall. No hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture sites. There was 1 filter leg with a grade 3 interaction with the ivc wall, and it affected the aorta. No hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture sites. Analysis also noted that ¿3 struts of filter not seen.¿ patient outcome: the patient remains in the study and no adverse events have been reported related the grade 2 or 3 filter leg interaction with the ivc wall.